Event description:
A (B)(4) male having declotting of left av graft; during procedure micropuncture guidewire saheared off during access towards arterial side of av graft. Foreign body (piece of wire) found under x-ray and retrieved with a snare without difficulty. Patient suffered no harm. Procedure was completed. Broken guidewire and introducer available for evaluation. Ref MFR #: 1319211-2012-00049.